Event description:
It has been reported to philips that the customer was unable to perform exposures due to an image disk problem. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during a planned/non-emergency coronary treatment which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the intermittent issue with the image disk. Upon functional testing, the fse suspected problems with the ippc sw. To resolve the issue fse reloaded the ippc software, swapped the image disc, and recreated the database. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.